Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and there was contamination under the button contacts. This report is made based on results of investigation completed on 06/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings:the pump powered on to a dim, discolored display screen. Additionally, investigation revealed contamination under the contrast, up arrow, and down arrow key contacts. The keypad cover was peeling and torn and the contrast keypad button was intermittently unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).